Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 3.6 inr on the coaguchek xs system while a comparison lab returned as 2.7 inr. No treatment provided. No adverse event reported. Requested return of suspect strips and replacement was sent.